Event description:
Ventilator went inoperable while on pt. Vent changed out with no harm to pt. Service rep found an error code 1501 preceded by 3 4205s in the previous 24 hrs. Service rep explained that the routine usage of external nebulizer treatments can cause the 4205 codes and that running an est will clear codes.